Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty and withdrawal resistance occurred. The target lesion was located in a highly calcified and severely tortuous left anterior descending artery. The artery was in the shape of a "s". The vessel was predilated with a 2.5x15mm maverick balloon. The taxus express2 2.5x32mm drug eluting stent was deployed, however, there was a "napkin ring of calcium", so when the physician expanded the deployed the stent, it did not fully expand at the section. When the physician attempted to removed the stent delivery system, withdrawal resistance occurred. The device was removed and the physician then went in with a high pressure balloon to post dilate which did further expand the stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.